Event description:
It was reported that during a pci procedure, polymer of the pt2 guidewire became detached. The 90% stenotic lesion was located in the calcified distal left circumflex (lcx). There was a previously placed stent that extended into the obtuse marginal (om), therefore the pt2 guidewire was advanced through as stent strut. When the physician attempted to torque the guidewire around the proximal lcx, the guidewire did not respond. The physician then withdrew the pat2 guidewire, and upon visual inspection, he noted that 1.5-2cm of the polymer sleeve had peeled from the guidewire, approximately 1-2 cm from the tip, and remained attached to the stent "like a flap". Another manufacturer's stent was deployed at the lesion and the procedure was completed. There were no consequences for the patient, and patient status was reported as 'stable'.